Event description:
On (B)(6) 2012, pt reported the infusion device sounded like it was going through a series of self-tests and the display was blank. Pt inserted a new battery and battery cover, and the infusion device display appeared normally. Pt viewed the alarm history, and the infusion device provided an a2 low battery alert but did not provide an e2 battery depleted error. The infusion device was not dropped within the past 48 hours. The infusion device, battery, and battery cover were requested for eval. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue.